Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported the patient's stimulation had "been screwed up" since (B)(6) 2016. The patient requested for the manufacturer's representative (rep) to be contacted regarding a programming adjustment. The patient had an appointment on (B)(6) 2016. Additional information received from the patient on (B)(6) 2016 reported that he was upset that the implantable neurostimulator (ins) battery did not last 4 years like the rep told him it would. Patient services explained to the patient that battery longevity is based on power use of the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.